Manufacturer narrative:
(B)(4) date sent: 12/16/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a bowel resection, during the first firing of the device, the doctor closed the jaws on the bowel tissue, fired the device successfully but couldn't open the jaws to remove the device from the tissue. The doctor forcefully opened the jaws and removed the device from the patient. The doctor inspected the cut and staple line and indicated there were malformed staples on both the patient and specimen side of the staple line. The doctor oversewed the staple line and completed the procedure using cut and tie with sutures. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m52v9m. The analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.